Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3889-28, lot# v062916, implanted: (B)(6) 2007, product type: lead. (B)(4).

Event description:
It was reported the patient was recently implanted and the device was not turned on when the patient left the clinic. It was stated the patient tried to use the programmer to turn the device on and was getting a power on reset (por) message on the screen. The patient was upset they were not given any instruction on how to use the programmer. It was noted that the manufacturer representative reportedly pre-educated the patient, but had to go to another case. Information received two days later indicated the manufacturer representative met with the patient and reprogrammed the device. It was believed that a bovie came close to the device and caused the por. A follow up report will be sent if additional information is received.